Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was noticed to not be as responsive as normal, and then had stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer reported a blood glucose level of 49 (mg/dl) that was addressed by eating food. Reportedly, customer will continue to use the pump for insulin therapy.